Manufacturer narrative:
H.6. Reason code for no evaluation: other. H.6. If other specify see section h.10. H3 other text : see section h.10.

Event description:
Material no. 320144. Batch no. 8275946. It was reported that during use of the bd ultra-fine¿ pen needle nothing comes out of the pen needle during injection. This occurred on 7 separate occasions but the date/time and or patient information is unknown. Consumer reported nothing comes out of the pen needle during the injection. She only does the priming when she uses the new pen. She visually tests the pen needle to see if its straight on both end. Box-sample discarded; occurence-7; incident date (B)(6) 2019; item# 320144; lot# 8275946: expiration date-2023-09-30.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
Material no. 320144, batch no. 8275946. It was reported that during use of the bd ultra-fine¿ pen needle nothing comes out of the pen needle during injection. This occurred on 7 separate occasions but the date/time and or patient information is unknown. Consumer reported nothing comes out of the pen needle during the injection. She only does the priming when she uses the new pen. She visually tests the pen needle to see if its straight on both end. Box-sample discarded; occurrence-7; incident date-(B)(6) 2019; item# 320144; lot# 8275946: expiration date-2023-09-30.